Event description:
It was reported to boston scientific corporation that a rectocele repair procedure was performed in (B)(6) 2010 (exact date unknown), using a pinnacle pelvic floor repair kit (exact type unknown) to treat the patient's symptomatic rectocele. Since the implantation procedure, the patient has experienced mesh erosion and mesh extrusion, causing her severe persistent pain, nerve damage, weight gain, and inability to perform household functions or have sexual relations (date/s of onset unknown). The patient presented with mesh exposure on (B)(6) 2010, to her physician, who excised the mesh (excision amount unknown). On (B)(6) 2011, the patient was diagnosed with left pudendal nerve entrapment, severe abdominal peritoneal adhesions, and vaginal mesh exposure. Reportedly, the patient underwent a resection of the vaginal mesh exposure. All other information, including the patient's current condition, is unknown and reportedly unavailable.